Event description:
It was reported that the pump was very low and ¿they were running out of time¿. It was also noted the pump had ¿given its signal warnings¿ and they were ¿not completely sure if it was empty.¿ the reporter noted it was an ¿emergency situation¿, and was subsequently redirected to the patient's healthcare provider (hcp). The patient had moved and was having difficulty finding a pump managing physician. The pump was being used to deliver morphine and an unknown medication. It was further reported that the pump had worked wonderfully for the patient. The pump was to have been refilled on (B)(6) 2012, as it had saline in it until the patient could get through orientation. It was noted that the patient would get tingling in their arms, hands and upper body when welding; however, the timeline was unclear of when the patient experienced this, as they were requesting ¿going back to welding¿. The pump was to be refilled with morphine and another unknown medication. It was later reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved. It was further noted that on (B)(6) 2012, the pump had been filled with saline (as previously reported). Subsequently, on (B)(6) 2012, the pump was filled with morphine. It was also noted the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. It was later reported that two years prior to the date of the report, in ¿(B)(6) 2012¿, the patient "almost died". As previously reported, the patient could not find an hcp to fill the pump at that time; the ¿pump ran out after 8 days¿, and an hcp put saline in the pump. It was noted that for four days after, there was saline until the patient was able to get into the hospital. The patient was given morphine pills until the pump was filled. It was further noted that the "patient was in surgery, where they drained the saline in the pump and refilled it with morphine combination, and it was a four hour process". Per the reporter, at that time, the pump was being used to deliver a ¿morphine combination¿ that the patient could not remember.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).